Event description:
According to the information received, customer reported 3 loops have broken during use. No death or (unanticipated) serious deterioration in state of health reported. Cross reference MDR: 9610617-2025-00589; 9610617-2025-00591.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross ref complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the devices were not sent to the manufacturer for inspection "broke during use", could not be confirmed. A review of similar cases of the same product code resulted in the most probable root cause: mechanically overloaded during procedure by exposure to excessive force. The event is filed under internal karl storz complaint ID: (B)(4).